Event description:
Technician alleged that the brakes were not holding at the foot end of the stretcher.

Manufacturer narrative:
Technician found that the connecting rod and rocker arm were broken causing the foot end brakes not to engage. He installed the transtar brake/steer upgrade on the foot end of the stretcher and the brakes functioned properly. There were no alleged injuries.